Event description:
Caller reported a malfunction on the pump with a malfunction code displayed as malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The caller was advised to contact support again if the malfunction code recurs, and they acknowledged understanding this instruction.